Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator elite was advanced for dilatation. However, during first inflation at 14 atmospheres for less than 20 seconds, the balloon burst. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 02/01/2024 as the exact event date was not reported.

Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator elite was advanced for dilatation. However, during first inflation at 14 atmospheres for less than 20 seconds, the balloon burst. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2024 as the exact event date was not reported. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 63 mm in length and extended from a position 18 mm distal of the proximal markerband to 8 mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.